Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the dexcom does not sync. No medical intervention was reported. Additional event or patient information is not available.